Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Several attempts have been made to obtain clinical/medical documents to no avail. With no supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that patient had a surgical procedure performed due to aseptic loosening of tibial component and pain in right knee.